Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Prior to patient contact. When the pigtail curl of zebd-7-10 was straightened with the straightener and attempted to pass over the wireguide, the stent didn't pass through the stent and the user found the kink. 1 for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact observation prior to patient contact. 2 what was the target location for the stent? Common bile duct. 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. It was stored vertically. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* boston/endoselector 5 was the wire guide lubricated prior to use? Unknown. 6 was the device at the centre of the complaint inspected for damage prior to use? Yes. 7 was the wire guide inspected for damage prior to use? Yes. 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown. 9 if yes please indicate the procedure performed. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown. 11 if not with the device in question, how was the procedure finished? Ni. 12 did the patient require any additional procedures as a result of this event? No. 13 what intervention (if any) was required? 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No. 16 was a straightener used to straighten the stent? Yes. 17 (if any damages were confirmed prior to use)was the package damaged? Unknown. 25 did the patient require any additional procedures as a result of this event? No 28 were any other defects observed on the device prior to return (other than the reported complaint issue)? No.

Manufacturer narrative:
Device evaluation: (B)(6) unit of lot number c2034499 of zebd-7-10 was returned opened not in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 10 aug 2023. The returned device lab findings and observations can be referred through the attached files. Visual inspection: stent and pushing catheter returned. No pigtail straightener. Kinks observed on the 3rd and 5th side port on the tapered end. Red ink observed at non tapered end of stent. Functional inspection: 0.035" wire guide will not pass the kink. Note: the red mark noted on the stent was likely attributed to transport and storage as the marks were not present prior to shipment to cirl. Manufacturing records: prior to distribution, all zebd-7-10 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for zebd-7-10 device of lot number c2034499 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zebd-7-10 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2034499. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" . There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) image review: an image was not returned for evaluation. The japanese packaging insert ((B)(4) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause analysis: a definitive root cause could be attributed to user error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used to place the stent. It may be noted that the use error of a 0.025" wire guide led to the kinks on the tapered end of the stent. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, kink of pig tail part of stent. Confirmed quantity of (B)(4) device, confirmed prior to use. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could be attributed to user error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used to place the stent. It may be noted that the use error of a 0.025" wire guide led to the kinks on the tapered end of the stent.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 29-sep-2023.